Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The inspection of the objected instrument show that the surface next to the three cutting plier screw connections have visible colorations. It is suggested that these are deposits as a result from the cleaning and sterilization process. Regarding the corrosion it should be clarified that all materials, even those classified as stainless steel, are only limited corrosion free. Please note that these articles require a special and careful handling. The corrosion resistance is only ensured if the material is dried immediately and stored on a dry place. No production faults were determined. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Event description:
Corrosion located on the forceps. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing date was corrected 11/14/2005. (B)(6).